Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the event of death. The pd therapy was reported to have been discontinued and it was not reported if the patient was performing pd therapy until the time of death. It was unknown if an autopsy was performed. No additional information was available at this time.